Event description:
On (B)(6) 2017, the patient contacted lifescan (lfs) USA, alleging that her onetouch verio 2 meter would not power on, after it was fully submerged in water, following a flood. The complaint was classified based on the customer service representative (csr) documentation. The patient stated that the power issue began on (B)(6) 2016, at 2pm. The patient informed csr that she manages her diabetes with oral medication (metformin 800 mg and januvia 50 mg), diet and exercise, and she denies making any changes to her usual diabetes management routine as a result of the alleged issue. The patient alleges that she developed symptoms of ¿sweating and headache¿ approximately a week after the product issue. The patient reported that in response to the symptoms, she visited the doctor¿s office and was treated with 20 units of insulin. At the time of troubleshooting, the csr noted that there had been misuse of the product. The products were not requested back for evaluation, as they had been disposed. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.